Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, leakage occurred near the bifurcation on the catheter. On (B)(6) 2022, the device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. Two diagonally aligned splits were observed near the 52cm depth marking. The splits nearly touched. Microscopic inspection of the splits revealed irregular, sharply defined fracture features. The fracture surfaces exhibited coarsely striated surfaces. Tactile inspection of the sample revealed severe necking and tensile weakness in the vicinity of the split. The fracture features, tensile weakness and necking were consistent with damage caused by catheter manipulation using a traumatic instrument such as forceps or hemostats. The location of the damage suggested that catheter maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, leakage occurred near the bifurcation on the catheter. On (B)(6) 2022, the device was removed from the patient¿s body. There was no reported patient injury.